Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer treated their blood glucose levels with manual injections. The customer did not mention any symptoms of their blood glucose levels. The customer stated that they could not install the battery cap on their insulin pump and was unable to access the alarm history. The customer also reported an unexpected restart alarm. The customer's current blood glucose was 313 mg/dl, which was treated with a manual injection the customer was sent a new battery cap. The customer did not troubleshoot and did not send the product back for analysis.